Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that nearly 1 month after the dental implant was installed in intraoral region 21#, its non-osseointegration was observed. 32ncm of primary stability was achieved, the patient presented bone type ii, immediate implant procedure was performed, trauma over the implant has occurred and bone graft was executed.